Event description:
It was reported that a patient underwent an acdf procedure at c4-c6 and during the procedure, the plate holding pin broke upon insertion at c5 level and a fragment of the pin remains in the patient. No other patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital.

Manufacturer narrative:
Product analysis: visually confirmed approximately 11 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the major diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.